Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the lead was placed in the rv apex, the physician was not able to extract the helix. The lead was removed from the patient and an attempt to extract the helix outside of the patient had the same result. Another lead was used to complete the procedure. The patient is a participant in the attain stability quad study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix could not extend due to drive shaft lug stuck behind the retraction stop. /over-retracted. If information is provided in the future, a supplemental report will be issued.